Manufacturer narrative:
(B)(4). The product analysis indicates that the black plastic part was burnt at the connection. The burn of the plastic part is from an electric arc, probably due to the presence of humidity in the connection zone (cable not dried, blood, and/or tissues). The presence of humidity may be the result of defective cleaning or drying of the instrument. This device is used for therapeutic purposes.

Event description:
It was reported that the device gets hot at the cord connection. There was no injury reported as a result of this event.